Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in italy. On 09-jul-2024, it was reported that patient faced infusion set tubing detachment at the tubing connection with pump. Event occurred while the patient was sleeping. Insertion site was at abdomen. The set was in use for 3 days. No further information available.